Event description:
It was reported that (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 12f amulet delivery system. At baseline, no pericardial effusion was present prior to the start of the procedure. The patient was in sinus rhythm, and heparin was administered during the procedure at a total dose of 15,000iu, achieving an activated clotting time (act) greater than 300 seconds, with no protamine or reversal agent administered. The transseptal puncture was performed via an inferior posterior approach, and the guidewire was positioned in the upper pulmonary vein without multiple wire or delivery sheath exchanges. During advancement of the delivery system, difficulty was encountered in bringing the delivery sheath into the left atrial appendage, requiring manipulation. During the left atrial appendage implantation attempt, the patient developed a pericardial effusion. The effusion was circumferential, localized predominantly around the right ventricle, with a maximum measured dimension of 0.4mm. There was no evidence of cardiac tamponade, and the effusion was not believed to be caused by the abbott device. As a result of the effusion, the procedure was stopped. The pericardial effusion resolved spontaneously without the need for medication, pericardiocentesis, or surgical intervention. At the time the effusion was detected, the patient was receiving aspirin, with no anticoagulant or antiplatelet therapy reported prior to the procedure. The patient was subsequently transferred in stable condition to the hospital ward.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be determined. A serious injury/illness/impairment was a result of case specific circumstances, as there was no intervention to treat the pericardial effusion. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.